Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23 mm navitor valve was successfully implanted using a flexnav delivery system during a transcatheter aortic valve implantation. The patient remained hemodynamically stable throughout the procedure. No re-sheathing of the valve was conducted. A bit of calcification extending beneath the aortic annular plane in the interventricular septum was noted. The implant depth of the valve was 2-3 mm in the non-coronary cusp (ncc) and 7 mm in the left coronary cusp (lcc), which was described as the optimal placement in the patient. On (B)(6) 2022, an atrioventricular (av) heart block was noted, and a permanent pacemaker was implanted non-emergently on the same day. The patient was reported to have a history of a complete right bundle branch block and a short membranous septum. The patient status was reported as stable.

Manufacturer narrative:
An event of atrioventricular heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
N/a.